Manufacturer narrative:
Investigation of the returned catheter revealed its tip broken off, trace of rotational force was observed on the deformed breakage surface. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, rotational manipulation to the subject catheter, that was advanced over a guidewire and was attempted to advance into calcified cto lesion, resulted the accumulation of the force at and breakage of the tip section due to the force exceeding product design limit. IFU describes in the contraindications : do not use this microcatheter in advanced calcified lesion. In the warning: do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.) In the malfunctions and adverse effects : separation. The incidents on the two sion blue guidewires are reported under 3003775027-2016-00068 and[?]3003775027-2016-00069.

Event description:
Reportedly, patient had 50% to total (cto) occluded lesions at proximal to distal of 3 main coronary arteries. To treat a diffused cto lesion at distal area of lad, a guidewire was advance with some difficulty, and subject microcatheter was advanced over the guidewire in order to help guidewire exchange, advancement of the guidewire met also difficulties, and physician applied rotational manipulation to advance, the catheter got stuck and the broken off. Two (2) asahi sion blue guidewires were screwed and advanced in attempt of removal of the broken tip of the catheter, however, one sion blue was pulled out with its core wire broken, and the other sion blue was found broken off. The broken fragment of the catheter tip was found fixed in the heavily calcified lesion, and the blood flow was supplied to the area via collateral channel. The fragment was left in the anatomy at the physician's discretion.

Manufacturer narrative:
(B)(4)